Manufacturer narrative:
The hdlc4 reagent lot number is 74051801 and the expiration date is 31-may-2025. The ck reagent lot number is 75546701 and the expiration date is 31-jul-2024. The calibration and qc recovery data provided was acceptable. The alarm trace showed an abnormal aspiration and sample short alarms. The field service engineer (fse) found a fluidics failure and repaired the rinse mechanism nozzle. The fse performed a hardware check and precision test successfully. The service maintenance actions performed by the fse resolved the issue. No further issues were reported after the service visit.

Event description:
There was an allegation of questionable hdlc4 hdl-cholesterol plus 4th generation and ck creatine kinase results for 2 patient samples on a cobas 8000 c702 module. The customer questioned the low initial results for both samples and was prompted to repeat them. For sample 1, the initial hdlc4 result was 0 mg/dl. The sample was repeated and the result was 72 mg/dl. For sample 2, the initial ck result was 0 u/l. The sample was repeated and the result was 107 u/l. The repeat results were deemed correct. No questionable results were reported outside of the laboratory.